Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 281 mg/dl. Customer¿s current blood glucose value was 220 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with a bolus. The drive support cap appears normal. The customer also states small air bubbles are present in the reservoir. The customer performed high pressure test and results as no alarm. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08720 inches. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window and case.